Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and deflection test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the peek housing was bent and broken. The deflection test was performed, and no issues were observed. The deflection was within specification. A manufacturing record evaluation was performed for the finished device number lot 31340199m, and no internal action related to the complaint was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the bent and broken peek housing observed could be related to the manipulation of the device during or after the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: the catheter tip can be deflected to facilitate positioning by using the thumb knob to vary tip curvature. Pushing the thumb knob forward causes the catheter tip to deflect; when the thumb knob is pulled back, the tip straightens. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a navistar thermocool for which biosense webster¿s product analysis lab (pal) observed the peek housing was bent and broken. Initially, it was reported that during the operation, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The deflection issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on (B)(6) 2024, the peek housing was bent and broken this was assessed as MDR reportable with an awareness date of 03-oct-2024.